Manufacturer narrative:
(B)(4).

Event description:
It was reported when the symptomatic patient presented to the hospital after being lost to follow up, upper out of range pacing lead impedance was observed. The patient experienced shortness of breath and her condition was poor due to loss of biventricular pacing. The lead was capped and replaced when the device was electively replaced. No further information is available.